Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the ratcheting mechanism on a handle was found to not function properly during a routine inspection. There were no patient or surgical impacts associated with this event.

Manufacturer narrative:
UDI number: ni. Additional information: current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned handle was evaluated. There were no failure modes detected with the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the ratcheting mechanism on a handle was found to not function properly during a routine inspection. There were no patient or surgical impacts associated with this event.